Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, there were no defects or abnormalities observed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tip of the shaft "hicura", 5 x 330, bipolar was damaged. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.